Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
Customer reports that when the lids are being pressed down to lock, the plastic is breaking and leaving a hole in the lid.

Manufacturer narrative:
A review of the device history reports (dhrs) for lot no. 18b09063 and 17g15963 indicated the product was released meeting all quality standards. All dhrs are reviewed for accuracy prior to product release. In-process procedures are also in place to prevent nonconforming product in the manufacturing process. This ensures components and finished products meet all quality inspection standards. These controls include, but are not limited to: material verification/certification processes, dimensional specifications, statistical samplings, periodic audits, process inspections, machine maintenance/operation and personnel training and certification. No product/sample was provided for evaluation. No additional information, pictures or videos were received. Therefore, a comprehensive investigation was unable to be conducted. The reported customer complaint could not be confirmed. However, based on the complaint description and DHR review, a most likely root cause of the reported event was determined to be customer did not follow IFU instructions and attempted to place lid on container with hinge closed. Should samples be received, the complaint will be re-opened. This complaint will be utilized for tracking and trending purposes.